Manufacturer narrative:
The company service rep examined the system and replaced the cpc connectors and two solenoid spacers as part of a preventive maintenance. The replaced components were accidentally discarded and will not be returned for further eval. The root cause could not be determined. A review of complaints for the last 24 months did not indicate any additional related complaints or related service requests for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): posterior capsule tear (capsular bag tear, posterior); unplanned vitrectomy (vitrectomy). Product problem(s): vitrector difficult to connect (fitting problem). The nurse reported that it was difficult to connect the vitrector to the console during an unplanned anterior vitrectomy. The nurse was able to force the connection on to the console and the procedure was completed. The nurse stated that the posterior capsule tear was not related to the system and was the result of other case complications.